Manufacturer narrative:
The device involved in the incident was not retained by the facility, therefore, could not be evaluated. The information provided was insufficient to determine where on the device the air ingress/bleeding occurred. Without sufficient information, or an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event. Regarding the cuff externalization, possible causes include the catheter being pulled on and the lack of tissue ingrowth into the cuff. Many variables contribute to the encapsulation of a textile. These include, but are not limited to, factors related to surgical technique, patient hematology, concurrent drug therapy, infection, and method of catheter fixation. Failure may be related to the patients' body chemistry and/or care and maintenance of the device.

Event description:
Air ingress noted during line usage.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information and the device to be returned for evaluation if available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.